Manufacturer narrative:
Lens was removed/replaced in the initial surgery. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 22.0 diopter intraocular lens (iol) was implanted into the right eye (od) of the patient on (B)(6) 2018. The iol was removed and a non amo lens was implanted in the same procedure due to a capsule tear. Vitrectomy was done. There was no incision enlargement or sutures. Reportedly, there was no patient injury and the patient is doing ok post-operatively.no additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 3/1/2018. Device returned to manufacturer? Yes. Device evaluation: the returned zcb00 lens was received inside the lens case in the original box. The lens was observed under 10x microscope magnification. It was received cut, and only one piece was received. The half piece was observed with residues and with the haptic attached. The reported complaint cannot be verified as no additional information was provided about the cause of the capsule tear and the lens was returned incomplete and cut. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.